Event description:
During routine testing of the device at the (B)(4), the service tech reported the battery connector clip was loose. Since this event occurred during routine testing, there was no pt involvement during this event.